Event description:
It was reported by repair work order that the customer alleged that the a plastic strut was broken on the stair chair. Upon inspection of the unit by the service technician, it was identified that the track support strut was broken in half.